Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: a review of the pump black box revealed multiple cs064 service alarms. The pump powered up and displayed the verification screen correctly. The pump alarms with a cs 064 upon the first attempt. The pump cover was removed and during inspection, the internal motor was found to be defective.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.